Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator's upper display was blank. At this time, it is unknown if there was patient involvement. Covidien/medtronic was not authorized to evaluate/repair the device. A third party service provider inspected the device and found the mentioned issue. They replaced the graphical user interface (gui) printed circuit board (pcb) to address the issue. It was reported that the ventilator was in working condition.